Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed and aligned with the handle; however, upon removal from the patient, the plug had not deployed and remained fully inside the shaft. Additionally, the indicator wire was still visible when the device was removed. Twenty minutes of manual compression was used for hemostasis and there were no reported injuries to the patient. This was during a procedure in which an unknown sheath was used via a retrograde approach. One exoseal device was used for the patient. There were no visible signs of device or packaging damage before use and the physician was certified to use the exoseal vcd. An unknown sheath was used for access. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The vascular closure device (vcd) was stored and prepared in accordance with the instructions for use (IFU). There were no difficulties connecting the non-cordis sheath with the vcd, and no resistance or friction was encountered during advancement. The sheath was not kinked or bent, and it was retracted until the hub engaged with the indicator wire cowling. The sheath locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, which significantly slowed or stopped during retraction of the vcd and sheath. The indicator window turned solid black, but red color was observed during retraction. However, the tension was released, allowing the indicator window to return to black-black during the retraction process. The deployment lever was intact. Approximately 1¿2 seconds after pressing the deployment button, the vcd and sheath were removed as a unit. The device was not deployed outside the body. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and was found within specification. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ & ¿indicator wire unable to retract¿, were not observed through analysis of the returned device as the device was received fully deployed with the indicator wire retracted, and the plug not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the deployment difficulty and indicator wire retraction, events reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed and aligned with the handle; however, upon removal from the patient, the plug had not deployed and remained fully inside the shaft. Additionally, the indicator wire was still visible when the device was removed. Twenty minutes of manual compression was used for hemostasis and there were no reported injuries to the patient. This was during a procedure in which an unknown sheath was used via a retrograde approach. One exoseal device was used for the patient. There were no visible signs of device or packaging damage before use and the physician was certified to use the exoseal vcd. An unknown sheath was used for access. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The vascular closure device (vcd) was stored and prepared in accordance with the instructions for use (IFU). There were no difficulties connecting the non-cordis sheath with the vcd, and no resistance or friction was encountered during advancement. The sheath was not kinked or bent, and it was retracted until the hub engaged with the indicator wire cowling. The sheath locked with the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, which significantly slowed or stopped during retraction of the vcd and sheath. The indicator window turned solid black, but red color was observed during retraction. However, the tension was released, allowing the indicator window to return to black-black during the retraction process. The deployment lever was intact. Approximately 1¿2 seconds after pressing the deployment button, the vcd and sheath were removed as a unit. The device was not deployed outside the body. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.